Event description:
A surgeon reported a patient presented to the surgeon with a dissociated slic screw (event date unknown); however, this surgeon was not the surgeon who performed the initial implant surgery. It was reported the screw had been implanted several years ago (date unknown) during the period when this product was commercially available, and eventually the slic screw went on to dissociate. It was also reported the patient is now presenting with symptoms and requesting removal of the slic screw. The explant surgery was originally scheduled for (B)(6) 2023; however, follow up determined this explant surgery was postponed. No further information is available. Follow up attempts could not determined if the explant surgery has been reshceduled.

Manufacturer narrative:
The device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device information is unknown. Based on the information received, the root cause could not be determined.